Event description:
I have worn freestyle libre 2 plus sensors for yrs and have rarely had problems. Now, 5 out of my last sensors have failed, with more than one error code each. And the last failed sensor was also not emitting bluetooth sensing for my reader to capture. "No signal". Married. Retired rn. Patient code: 4582. Device code: 2896, 2591. Reference report mw5183103, mw5183104, mw5183105, mw5183106.